Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was in a power on reset condition (por). The por was successfully cleared. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.